Event description:
The rptr indicated that during a routine follow-up, they had difficulty communicating with the device and the programmer "locked" up. It was turned off then on-inq-message device disabled-renabled device. The final itp (inquire, telemetry and print) was performed without problems.